Event description:
It was reported that an insulin pump displayed a fill estimate different from what was expected, showing 105 units when the caller anticipated 250 units, with a discrepancy greater than 30 units. There was no adverse impact to the customer¿s blood glucose level. The customer completed necessary steps to address the issue but was unable to reload the same cartridge, and further follow-up was attempted by technical support, which included leaving a voicemail for the customer.